Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs lead had migrated. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein scs lead was repositioned.

Event description:
Additional follow up revealed that patient¿s pain pattern is thoracic 8; bilateral low back and legs. The lead location after migration was same level, and shifted to the left which caused patient to lose bilateral coverage. X-ray imaging was obtained before and after the procedure to confirm migration.

Event description:
Additional information received indicated the patient is receiving effective therapy following the repositioning of the lead.